Event description:
It was reported that after a da vinci assisted surgical procedure that the patient side manipulator (psm) belt slipped. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) belt to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm belt was analyzed and the distal end of the belt assembly end tabs were found broken and free, replicating the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all testing within specification (dof 1 was not tested due to broken belt), which indicates that the device may have contributed to the customer reported issue.